Manufacturer narrative:
There was a blockage inside the stent system therefore the unknown guidewire could not pass through the 10mm x 40mm 80cm smart control self-expanding stent (ses). Additional information from the device evaluation indicates that the body of the catheter was observed to be partially separated. There was no reported patient injury. The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There were no damages noted to the device. There were no anomalies noted to the device when removed from the package. The guidewire port flushed as outlined in the IFU prior to loading on the guidewire. The procedure was completed with a new device. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The product was returned for analysis. One non-sterile 10mm x 40mm 80cm ses smart control self-expanding stent (ses) was received for analysis inside a plastic bag. No original packaging was returned. Locking pin was observed in place. Per visual analysis, the stent of the unit was observed not deployed. The body/shaft of the catheter was observed partially separated approximately at 3.5 cm from the strain relief. Per sem analysis, the partially separated area of the body/shaft of the smart control 10mm x 40mm 80cm unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on the braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. A product history record (phr) review of lot 17866333 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "body/shaft-sds - separated" was confirmed since the body/shaft was observed partially separated. The reported ¿inner shaft - obstructed¿ was not confirmed since there was no obstruction on the inner shaft. Instead, the guidewire couldn¿t pass through the inner shaft due to the body/shaft being partially separated. According to the instructions for use, which are not intended as a mitigation of risk, "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ it is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, there was a blockage inside the stent system therefore the unknown guidewire could not pass through the 10 x 40 80mm smart control self-expanding stent (ses). Additional information from the device evaluation, indicates that the body of the catheter was observed to be partially separated. There was no reported patient injury. The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There were no damages noted to the device. There were no anomalies noted to the device when removed from the package. The guidewire port flushed as outlined in the IFU prior to loading on the guidewire. The procedure was completed with a new device. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization.